Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device was beeping. Boston scientific technical services (ts) discussed due explant, out of range amplitude and beeping. Also, atrial fibrillation (af) burden was noted. The patient was advised to come in clinic again to obtain engineering analysis. This ICD device was explanted. No additional adverse patient effects were reported.